Manufacturer narrative:
The investigation for the reported aic alarm issue has been completed. The aic was returned for evaluation. During functional testing, the alarm produced suggests that the battery transport switch had been engaged. Data logs were reviewed do not confirm the reported alarm and show that the console was operating within specification. The root cause was determined to be disengaged/reengaged battery transport switch.

Event description:
The user facility reported an automated impella controller (aic) was being returned for a battery failure, red alarm. A back up console had been used for the patient. There was no patient harm reported.